Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While at the customer site, the field service engineer (fse) observed the audio was not functioning even though it passed the operational check. The speaker/microphone was replaced but the audio still was not functioning.